Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a level l5 ¿ s1 pro-disc l procedure for disc replacement an inserter instrument and a distractor instrument wouldn¿t hold the polyethylene inlays to enable them to be seated into the intended location between the end plates. The surgeon tried the process four times and each time it failed. Each of the four polyethylene inlays had to be removed after they would not seat. A new inlay was used each attempt because the surgeon felt that the inlays were damaged during the removal process. An alternate inserter and distractor were readily available and used successfully without any difficulty. There was a 15-20 minute delay in surgery due to the reported event. The surgery was completed successfully and the patient¿s status postoperative status was reported as good. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one (1) medium inserter (part pdl402, lot a7qa29, manufactured july 2005) and one (1) 10mm distractor (part pdl422, lot a7qa46, manufactured november 2007) were returned. There were no signs of obvious physical damage or abuse on the returned items. The items were measured during the investigation and both the inserter and the distractor met the approved design specifications. Without the end plate or polyethylene inlay, the complaint cannot be replicated. The complaint is unconfirmed. Per the technique guide, the medium inserter and the 10mm distractor are part of the prodisc-l total disc replacement system. The prodisc-l system is intended to replace a diseased and/or degenerated intervertebral disc of the lumbosacral region between l3 and s1. The medium inserter is used to insert the endplates to the posterior margin of the vertebral bodies. With the endplates in position the polyethylene inlay can be inserted through the use of distractors and inlay pushers. The relevant product drawings were reviewed during the investigation. In 2008 the guide pin material of the inserter was changed from 1.4034 stainless steel to 465 h900, otherwise the design remained unchanged. These drawings were found suitable to determine the intended device design, application and dimensional conformity. No design issues were identified for both the inserter and the distractor. The true root cause of the complaint cannot be determined without adjoining implants. The inferior arms of the inserter are designed to rotate and lock into the inferior plate, establishing a fixed distance between the two arms that would allow the polyethylene inlay to slide within the groove with the assistance of the distractor and the inlay pusher. Per technique guide, the user must verify that the posterior edge of the end plates have separated to ensure adequate clearance for the insertion of the polyethylene inlay. The distractor is over 8 years old. It is likely that the spring mechanism has fatigued over multiple uses over this time period thus preventing the distractor to distract to its optimal height. The inserter is over 10 years and age known to have a common failure mode of the pins bending. Any abnormal angulation in the pins could restrict the movement and seating of the polyethylene inlay. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.